Manufacturer narrative:
No patient information available after calls to customer (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported a manifold pressure sensor failure error preventing mechanical ventilation. There was no report of patient injury.